Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose level was 478 mg/dl. Customer declined to further troubleshoot with tandem technical support. Multiple contact attempts were made to obtain additional information regarding the issue; however, no response was received from the customer. Reportedly, the customer continued to use the pump for insulin therapy.